Event description:
Customer called to report a dilute wash solution leak on the dxc 600 pro. After running the chemistry cartridge (cc) side and quality control (qc), the customer found that the chemistries were high. As the customer technical specialist (cts) guided the customer through troubleshooting the instrument, a leak was found under the reagent probes. Through further evaluation of the instrument through troubleshooting, the instrument was rebooted and no other leaks were found. No patient samples were run, and neither the user nor any patients were harmed.

Manufacturer narrative:
(B)(4).